Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer was successful in rewinding the pump but the error occurred again after battery change. Customer¿s blood glucose level was 148mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm the unexpected restart error alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.